Event description:
An olympus, model cv-190, evis exera iii video system center, was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, a video connector socket failure was identified. This report is submitted due to the finding of video connector socket failure, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the video connector socket failed and the video cable could not be secured. An additional evaluation finding was noted: bottom chassis and front panel were noted to have corrosion. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failed video socket connector. Olympus will continue to monitor field performance for this device.